Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. Reportedly, the customer would deliver a bolus via the pump to address their elevated bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.